Event description:
It was reported that during an angioplasty procedure, the device allegedly failed to be inflated using pressure pump despite multiple attempts. It was further reported that the proximal end of the balloon was allegedly found to be burst upon removal. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long otw pta catheter product that is in the us. The pro code and 510 k number for the savvy long otw pta catheter product is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the device allegedly failed to be inflated using pressure pump despite multiple attempts. It was further reported that the proximal end of the balloon was allegedly found to be burst upon removal. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long otw pta catheter product that is in the us. The pro code and 510 k number for the savvy long otw pta catheter product is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. There was no evidence of previous inflation, the pleats and folds were intact. A break at the taper point of the balloon at the proximal bond was confirmed. One image was provided for review. However, due to poor resolution the reported failure mode could not be confirmed from the image. Therefore, the result of the investigation is inconclusive for the balloon material rupture issue. The root cause for the reported balloon material rupture issue could not be determined based upon the available information received from the field communications, device evaluation and image review. Labeling review: the instructions for use for this bantam otw device was reviewed and the following sections are applicable. Balloon characteristics: individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Warnings: ¿ reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. ¿ visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. ¿ do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. ¿ use a 20 ml or larger syringe for inflation. ¿ use the catheter prior to the ¿use by¿ date specified on the package. ¿ this catheter is not recommended for pressure measurement or fluid injection. Precautions: ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ careful attention must be paid to the maintenance of tight catheter connections to avoid the introduction of air into the system. ¿ if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. ¿ before removing catheter from sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation: ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%) ¿ attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. ¿ point the syringe nozzle downward and aspirate until all air is removed from the balloon. ¿ turn the stopcock off and maintain the vacuum in the balloon. ¿ purge the catheter guidewire lumen thoroughly. ¿ reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation: note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Note: do not exceed the rated burst pressure. Deflation and withdrawal: ¿ gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. H10: d4 (expiration date: 12/2024), h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.